Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient experienced withdrawal symptoms of twitching, itching and unable to get comfortable. The pump indicated that there should have been 3.4 in the pump but the hcp was unable to get anything out; the pump was empty. It was noted that the alarm date was (B)(6) 2020 and the pump was due to be replaced on (B)(6) 2021; no active alarm was heard indicating that the pump was empty. The patient was put on oral medication (baclofen and antibiotic) and the pump would be replaced. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that there was drops of medication n the catheter but nothing in the syringe. It was reported that the pump was refilled with 40 ml at the last refill appointment. The hcp stated that it appeared that the pump "over pumped" and ran out of medication too early. The patient was given oral baclofen and a pump replacement was planned for the near future. No further complications have been reported.